Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer failed due to component. Field service engineer confirmed and updated the firmware, subsequently removed the back panel of the power-down station. The engineer ensured that all cable connections were properly seated and then replaced back panel powered station back on to address the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation system drawer failed. It was reported by the customer that the drawer not detected on bus, preventing the user from accessing the medication, which resulted in a delay in dispensing the medication to the patient. There were no adverse events or injuries reported based on this incident.